Manufacturer narrative:
E1 initial reporter address: (B)(6). G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) identified one inch of air in the patient line of a homechoice cassette. This occurred during the initial drain of automated peritoneal dialysis therapy. The hp was connected at the time of the event. Renal therapy services (rts) assisted the hp in ending the therapy session and reviewed proper procedures per the user manual. There was no report of patient injury or medical intervention associated with this event. No additional information is available.